Event description:
It was reported to philips that the system would not start up. The device was outside use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The philips field service engineer (fse) inspected the system on-site and found that the system was unable to start. Upon troubleshooting, the fse reviewed the log file and identified a software crash on the device control pc (suite pc). To resolve the issue, the fse reinstalled the software on the suite pc and restored the backup, successfully completed the recovery. After the software reinstallation, the system was returned to good working order. The codes were updated based on the investigation outcome.